Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the tubing came apart just above the roller clamp.

Manufacturer narrative:
No sample codes update.

Event description:
Codes update.